Event description:
It was reported that during a coronary stent procedure involving a calcified and 99% stenotic lesion, stent damage was noted upon removal. The physician had attempted three times to cross the lesion. Upon removal, damage to the stent was noted. No pt injuries or complications were reported.